Event description:
The physician described that during the performance of ureteral catheterization in ascending pyelogram wearer with suspected upper urinary tumor, under direct vision, the distal extremity of the catheter is observed beveled, thus verifying their rupture. It was retrieved with an extractor. Additional information received (B)(4) 2013 - the physician explained that a piece of the tip fell off in the ureter. Additional information received (B)(4)2013 - an extractor device was used to take out the loose tip of the ureter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.